Event description:
Pt had bladder sling implanted due to urinary incontinence. She had pain on her right side and was told issue would abate in time. Pt was unable to void sitting down and experienced urinary retention; was only able to void from standing position. Pt suffered for 8 yrs and has had product removed. She still requires 2-3 more surgical procedures because device was so embedded.